Manufacturer narrative:
Additional information: multiple passes were made with a non mdt atherectomy device before attempting to pass the complaint device. A predilation of the lesion was performed with a 2.0mm x 12mm euphora balloon for the second 2.5 x 26 stent that was delivered successfully. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a moderately tortuous, severely calcified lesion in the right posterior descending artery. There was no damage noted to the device packaging and no issues when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated with a 2.5 x 20 euphora balloon. The resolute onyx device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It is reported that the stent failed to cross the lesion and when it was removed it was noted to be damaged. The lesion was then pre-dilated again with a 2.5 x 20 euphora to 16 atms. The procedure was completed successfully using another resolute onyx device of the same size. No patient injury is reported.